Event description:
Per dr (B)(6) report device had oversensing on 3 non sustained episodes on (B)(6) 2021. Lead explanted (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).